Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement was attempted in the left common femoral artery using three proglide devices via a 6f sheath using the pre-close technique prior to an interventional endovascular aneurysm repair procedure. Reportedly, cuff misses were noted on all three proglide devices. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.